Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the inserter broke off in the patient during impaction. It took 1 1/2 hours to retrieve it.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. The initial reporting stated the product would be returned; however, correspondence was conducted with the reporting territory requesting product return, and the instrument was not returned. A complaint database search found other related incidents against the provided product and lot combination. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis.